Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
05/06/2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2017 with the following findings: the black box history for the date of the complaint ((B)(6) 2016) was not available. The available history showed one loss of prime warning associated with a low non-zero force on (B)(6) 2017 at 08:38. An ezprime and 24 hour duration test were successfully completed with no loss of prime warnings being duplicated. The force sensor measured within specifications. The complaint of loss of prime could not be duplicated.